Event description:
In 2000, pt had a heart attack and the spouse called 911. Pt was taken to the hosp. At that time, pt was within the time period to have tpa administered, which was a success as this thinned the blood so the clot that had stopped up in pt's circumflex was disintegrated. It was determined through an echocardiogram, that there was a blockage in the circumflex. Pt was taken via ambulance to hosp, to have a stent inserted into pt's circumflex. (Stent acs multi-link rx tristar 3.5 by 13 mm, lot 0061652), this proved to be successful and pt returned to a good health very quickly. In, 2004, pt began having chest pains which would go away with a nitro tablet under pt's tongue only to return. The spouse took pt to hosp where they ran tests and determined pt should be transported to another hosp, which was done. Pt's heart catheterization was the 28th case that day, and they waited for pt's catheterization to be done, which was done that evening at 7:30 p.m. The next day, a stent manufactured by the co was inserted in pt's right artery. This particular stent was still in research and had yet to be okay'd by the federal food and drug administration (FDA). This stent had medicine to insure the stent would open pt's artery and remain open and pt would be able to lead a normal life. Dr. Who had put in pt's first stent in 2000, talked to couple about the research stent. Another dr inserted the research stent same day. No tests were run to see if pt was allergic to the medication in this stent that would be released into their body. Pt never got their strength back after this stent was inserted and pt was unable to finish the cardiac rehabilitation as pt kept getting chest pains whenever pt tried to exercise. In 2004, pt again had chest pains and the spouse took pt to hosp, to be checked for certain. The drs. Agreed that pt should be transported to another hosp for a heart catheterization. When they got to hosp pt went in for the heart catheterization and the spouse and pt were told that the stent that pt had in 2004 had been approved by the FDA. Pt honestly can say that their health was never the same after that. In 2004, pt was home alone, while the spouse worked, pt fainted in their bedroom and knocked unconscious from hitting their head on their dresser and pt's left ear on their cedar chest. Pt called their doctor's office as pt was becoming nauseated and alone at home. The nurse at the doctor's office told pt to get to the ER as soon as possible and she offered to call 911 for pt. Upon arriving at the hosp, pt was taken to the emergency room and later admitted to the hospital for an overnight observation and to have tests run. Pt had received a concussion from the fall and was sent home. Pt was examined by a neurologist in 2004 and he agreed that pt had a concussion and had several tests run. Pt believes this fall was caused by a rapid drop in pt's blood pressure as pt was taking toprol and it had been increased just a few weeks ahead of that by the cardiologist. After recovering from the concussion, pt was becoming fairly weak from inactivity. Pt needed to get stronger as the spouse is recovering from chemotherapy treatments for their non-hodgkins lymphoma. But, pt did not get very strong. In 2005, pt was getting ready to go to hosp, for their bloodtests to have their cholesterol and triglycerides checked. Before pt could finish getting ready to go to hosp, pt had pain in the chest, back, neck and jaw. Pt told their spouse that pt needed to take a nitro, which relieved the pain a little. The pain came back within the 5-minute waiting period and pt took another nitro, which relieved the pain somewhat. Their spouse then called 911 and pt took a 3rd nitro. Pt was taken to hosp via ambulance and when the dr. In the ER checked pt, the ambulance crew were told to wait as pt would most likely be transported on to another hosp. Same day, pt was given a heart catheterization and it was discovered that both of the stents (taxus express2) manufactured by the company had failed. The catherization showed pt's arteries that had been opened by the stents now had a 90% and 95% blockage. The unmedicated stent that had been inserted in the back of pt's heart in 2000, was still wide open. It was determined by the cardiologist and his colleagues, that pt should have a double bypass around the arteries that had the stents, manufactured by the company. That surgery took place two days later. Pt is now at home recovering from the double bypass surgery.